Event description:
Customer reported a malfunction on the pump, which caused blood glucose levels to reach 468 mg/dl. Customer took corrective action by administering a correction injection using manual insulin methods and did not require assistance from a third party. Technical support provided instructions on how to reset the pump, and the malfunction did not recur after the reset. Customer was informed to continue using the pump and to contact support if the issue reappeared.